Event description:
At 0545, freedom driver started alarming with red light. Blood pressure 115/59, display read hr 135, fill volume 54.8, with cardiac output 7.8. Patient switched to backup driver. Alarming driver set aside for exchange, did not feel warm. New driver with similar parameters, hr 135, fill volume 55.2, cardiac output 7.7. No alarms with new driver and patient went back to sleep. At 1100 blood pressure was 119/83.